Event description:
The customer reported temperature problems due to old style opto triac.

Manufacturer narrative:
No pt injury reported. No medical intervention required. The machine was inspected by a gambro tech. He found a problem with opto triac and replaced it. He calibrated and verified temp, ran a simulated pt run and a bleach cycle within MFR's specifications. Total number of events being summarized are 7. These reports are filed late as a result of a retrospective review, as per our commitments in response to the gambro dasco warning letter of 1/5/06 and meeting with FDA on 11/13/06.